Event description:
Patient reports to clinic for the pa to flush her port. Immediately after using the hep-lock flush, patient complains of myalgias, and fever is recorded of around 102 degrees. Side effects do subside after a short period of time. Dates of use: last use was within the last 30 days. Diagnosis or reason for use: flush port. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.